Event description:
Reporter stated that device's 3rd internal contact is blackened. No associated injury was reported. The problem was first discovered at a hospital. Technical support requested the return of the suspect product and replacement product was shipped.